Event description:
It was reported that this right ventricular (rv) lead was believed to have fractured due to lead exhibited oversensing noise. A lead revision was performed. While extracting the rv lead, the right atrial (ra) lead was inadvertently damaged in the process. The physician opted to extract the ra lead as well. Both the ra and rv leads were explanted and replaced both lead successfully. No additional adverse patient effects were reported. The leads were retained by the hospital.